Event description:
The customer reported that he had a low of 52 mg/dl. The customer treated the low blood glucose by eating. The customer stated that she did not receive a high or low alarm when she calibrated 52 mg/dl and the threshold suspend kicked in, which she felt should have happened sooner. The customer's sensor had a reading of 102 mg/dl. The customer's suspend threshold was 80 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please reference medwatch report 2032227-2014-28076.(B)(4).